Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed audible and visual disconnect alert messages due to a damaged sensor head. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the event occurred during priming of the unit for the cardiopulmonary bypass (cpb) procedure. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
81 evaluation is in progress but not yet concluded. Per the field service representative (fsr), the user facility mounts the sensor on a flat surface, using the prescribed gel and waiting longer than the recommended time.

Manufacturer narrative:
The field service representative (fsr) went onsite to the user facility, but the suspect device was locked in the perfusionist's office who was not there that day. The fsr downloaded the logs, and left the end-user with a new level sensor as a replacement. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the level alert sensor was broken. No other details regarding the nature of this event were provided.